Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 487 mg/dl. The customer states they treated for high blood glucose with a manual injection. Customer states blood glucose went as high as 600 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.